Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red spots with itchy open skin and bleeding. There was no alleged device malfunction contributing to the rash. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the rash is unknown as follow up attempts were unsuccessful.